Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that helix of right ventricular (rv) lead exhibited damage. It was observed on the fluoroscopy screen the rv lead was not used and replaced during the procedure on (B)(6) 2025. There were no patient consequences.